Event description:
The customer reported that during use of this bur guard and handpiece to perform a third molar extraction, the bur guard touched the pt's lip resulting in a small burn to the lip. The burn did not require any intervention.

Manufacturer narrative:
Investigation results: conmed linvatec received this bur guard for evaluation. During evaluation, the bur guard could not be tested for overheating as the bearing was frozen. It is known that overheating can occur if the instrument or accessory bearings are worn. Further investigation found no repair history for this unit. Conmed linvatec also received the handpiece used during this event. During testing of the handpiece, the evaluator was unable to confirm any problem with its performance; the unit tested to specification. Further investigation did find the handpiece was overdue for preventive maintenance; last repair documented was 2006. The handpiece instruction manual informs the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. Overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burning of the pt's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The user is informed that the recommended service interval for this drill is every 12 months and for its associated bur guards every 6 months.